Event description:
Customer reported negative result for protein on the instrument #1 and when same patient sample repeated on instrument #2, it showed positive protein result. Customer also indicated a different patient sample resulted as positive for blood on one instrument and negative for blood on two other instruments. The patient was sent to a referral lab and asked to submit a sample. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant results in unk.